Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a damaged power supply. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the damaged power supply is a defective power supply printed circuit board (pcb). To correct the condition, the power supply pcb was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.